Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported she was experiencing itchy discomfort, rapid heartbeat, nausea, fainting, and sweating. She went to the ER and upon her removal of the tampon the string unraveled was unsure if pieces remained inside. Her doctor performed some tests and all were ok. Her doctor thought she may have tss.